Event description:
It was reported that the patient experienced a decrease in heart rate and a straight line was then observed on the electrocardiogram (ECG) with no heart beat. The patient was rescued with cardiopulmonary resuscitation and it was suspected the decrease in heart rate and flat line were related to the performance of the implantable pulse generator (ipg) and/or lead. It was noted a high threshold alert had recently triggered and the physician manually tested the threshold value of the lead and it was within range, along with normal sensing and impedance. The ipg and lead remain in use and the patient condition is stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.